Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with a faulty downstream occlusion (dso) sensor and air in-line air detector. During analysis, the reported problem was able to be duplicated. Pump was unable to run air detector test and alarmed reported problem. Service recommended replacing air detector to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd solis vip pump exhibited air in line, faulty air sensor. No patient was involved in this event. No adverse effects were reported.